Event description:
The article, "mitral valve replacement in infants and children: experience using a 15 mm mechanical valve", was reviewed. The article presents a retrospective single center study experience aimed to describe the center¿s experience with 15 patients who underwent mmvr with 15mm sjm masters hp valve over the past 13 years. The article concluded that compared to other similar studies, this study was distinguished by a lower rate of major adverse events than previously reported, durability of the device, and a rapid post operative recovery time. Appropriate and consistent anticoagulation is a significant challenge in this age group. [(B)(6)]. The time frame of this study was from 2009 to 2022. A total of 15 patients were included in this study. At the time of procedure, the average age was 6.2 months, and the average weight was 5.16kg. The average gender was male. Comorbidities included atrioventricular canal defect, prior mitral valve repair, stenosis, regurgitation.

Manufacturer narrative:
Literature article: mitral valve replacement in infants and children: experience using a 15 mm mechanical valve summarized patient outcomes/complications of implant of a 15mm mechanical heart valve for mitral valve replacement were reported in a research article. Some of the complications reported were diaphragm plication, catheter-based assessment, cardiac arrest, mitral valve replacement due to thrombosis, hospitalization and surgical intervention; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product quality issue with regards to manufacture, design, or labeling.